Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with glucose values rising from approximately 261 mg/dl to a peak of 312 mg/dl after a supply change, with no visible infusion set leaks or kinks, and later transitioned to subcutaneous insulin pens as backup therapy with improvement. Symptoms included elevated blood glucose without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included temporary disruption to therapy and self-management actions, with no medical intervention or hospitalization. Investigation included remote troubleshooting and education, guided infusion set replacement, and follow-up outreach. Investigation of this case revealed that the specific cause of hyperglycemia was unclear, with no confirmed device alarm or identifiable infusion set failure, and glucose levels improved after switching to backup insulin. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.